Event description:
Additional information received indicates that the rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b3, b5, h1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During and in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead replacement procedure is anticipated. The patient was stable and will continue to be monitored.